Manufacturer narrative:
Unit passed displacement test, basic occlusion test and prime test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm alarm due to erased history file. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer received a motor error alarm. The customer's blood glucose was unknown. The customer was assisted with the clearing the alarm. The customer also stated their drive support cap appeard to be normal. It was also found the customer's insulin pump was not exposed to a high magnetic field. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.